Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that one of the leads had migrated more than a full level caudad. The patient reported a gradual change in the effectiveness of the stimulation. Reprogramming was done with the patient and an immediate improvement of the patient¿s pain was seen. The patient noted he had been using the snow thrower in conflict with the restrictions given to him after the implant surgery. Fluoroscopic images showed lead migration. Reprogramming was done and the issue was resolve at the time of the report. The indications for use were spinal pain and lumbar radiculopathy.